Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during procedure, pum61 was generated in priming. The unit couldn't re-start even new cartridge was installed. Service went to the site to install a loaner to continue and finish the surgery after 2 hours from the incident. During inspection, pum61 was confirmed by attaching a different lot of cartridge and a new pump module was installed to clear this error. No report that actual harm occurred, however due to the reported event surgery was prolonged > 30 minutes.

Manufacturer narrative:
In regard to this complaint, log files were provided for review and a pump module was provided for investigation. Review of the log files confirmed the occurrence of the reported pum61 error message and investigation of the returned pump module revealed a defective pneumatic valve inside. Due to the defective valve, the module could not pass priming and the eva surgical system was triggered to display the reported error message on the screen. Based on the investigation results, it was determined that the reported event is attributable to a component failure of a pneumatic valve inside the pump module. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (pu-pneu-valve). Since 2020 more than 850.000 surgeries have been performed with the eva surgical systems installed.

Event description:
We have been informed that during procedure, pum61 was generated in priming. The unit couldn't re-start even new cartridge was installed. Service went to the site to install a loaner to continue and finish the surgery after 2 hours from the incident. During inspection, pum61 was confirmed by attaching a different lot of cartridge and a new pump module was installed to clear this error. No report that actual harm occurred, however due to the reported event surgery was prolonged > 30 minutes.